Event description:
It was reported that the handpiece overheated prior to the start of a wisdom tooth extraction. The procedure was completed successfully with another device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.